Event description:
Reporter noted posterior capsule tear occurred during procedure. No anterior vitrectomy required. Put one lens in, it was torn and had to be cut out. Put another one in, had to take it out as well. Patient left aphakic. Sutured wound to close. Four days post-op patient had endophthalmitis. Cultured: gram-positive cocci. Patient reportedly doing better.